Event description:
It was reported an external fluid leakage was observed from an unknown location of an unspecified u9000 filter set during hemodialysis therapy. Upon further inspection, the set was noted to be cracked. There was no leak alarm as the leak detection tray was removed. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician performed a visual inspection and found the ultrafilter leaking. The technician did not report any further evaluation of the ultrafilter device. The reported condition was verified. The set was discarded by the customer. Since no further evaluation information was received, the cause of the condition could not be determined; however, based on previous investigations the most likely cause was due to a crack in the housing nearby the welding zone. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.